Manufacturer narrative:
This report is associated with argus case (B)(4), polident tablets.

Event description:
Maladministration without ae [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident) tablet (batch number (B)(4), expiry date 30th march 2018) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional detail: it was reported that the consumer accidentally drank the polident solution. No adverse event was reported.